Event description:
The user facility reported that a 51-year-old male patient implanted with the impella 5.5 for mechanical circulatory support. The impella purge side-arm clear casing was contaminated with feces. The casing was opened and soiled area was cleaned. Infectious disease physician cleared to continue impella support after cleaning site. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported positioning issues was completed. The device was not returned for evaluation. Based on the available information, the root cause of the product damage, specifically contamination of the purge side-arm clear retainer with feces, was use related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.